Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they started to have pain at their implant site since about a year ago; not much at first, but now they were starting to feel like the pain stops them in their tracks sometimes. Patient mentioned they kept getting these sharp, shocking pains at times around the ins and sometimes they were shooting pains, like really bad nerve pain, that went down their leg. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.